Manufacturer narrative:
Ttackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The lot # 3000288577 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped applying energy and wouldn't seal. The power was set at 2.5. They changed the cord first and then the power supply before replacing the device. There was a slight delay in order to change out the power supply and cord. No injury to the patient was reported.